Event description:
The manufacturer received information alleging the trilogy ventilator started up on its own when the alternating current (ac) cord was plugged in. The device was not in patient use and no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported device issue was confirmed. The device's system printed circuit board was replaced to address the issue. Additional findings not related to the malfunction/issue: life related smell was present, the motor blower assembly and stirring fan foam were replaced to address the issue of the smell.